Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient reported that he was unable to complete his first treatment due to an unrelated alarm on the cycler and that it was his first attempted treatment on the cycler since having had surgery two months prior. Additional information received from the patient's spouse confirmed that the patient had a second hernia repair procedure on (B)(6) 2016. The patient's physician had reported to the patient and his spouse that the hernia had been aggravated by pd therapy. The patient had a hemodialysis (hd) catheter placed and was completing dialysis treatment through hd therapy until (B)(6) 2016. The patient's spouse reported that the patient had originally initiated pd therapy at some date in (B)(6) 2015. Further information received from the patient's pd nurse confirmed that the did have a re-herniation of a prior umbilical hernia and that the patient history of hernia predates the initiation of dialysis treatment. The patient has resumed in-center hd treatment since (B)(6) 2016. The patient's medical records have been requested but have not yet been made available.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. Visual inspection of the returned cycler exterior showed no sign of physical damage. A simulated treatment was performed in which the amount of fluid delivered to a pseudo patient bag during each fill phase was weighed. The weighed fluid volumes were compared against the programmed fill value, and the weighed volumes for each fill phase were determined to be within expected tolerance for the liberty cycler. The simulated treatment was performed and completed without any problems occurring. The cycler weighed fill volume values were within tolerance. The valve actuation test, system air leak test, and the patient sensor calibration check passed. The load cell value and verification were within tolerance. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.